Manufacturer narrative:
(B)(4). A request for the return of a companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The patient contacted baxter's technical service center regarding air in the patient line which occurred on the homechoice pro during use during fill. The patient was connected. The patient stated they noticed a lot of air in the patient line so they disconnected and wanted to end therapy to start over. The baxter technical service representative assisted the patient with ending the therapy and with starting over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding report of air in the patient line. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient performed a manual exchange that night to complete therapy and then resumed therapy successfully on the cycler after that. The patient stated they have been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample in original packaging for evaluation in reference to the report for air in tubing without an alarm. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.